Event description:
It was reported that the patient previously mentioned a red light on their remote and had been experiencing inadequate stimulation. The patient noted a change in symptoms back to baseline. Upon connecting the clinician programmer, open impedances were visualized. The patient noted that their device had been off for over a month. The patient fell 6-7 weeks prior, but did not investigate the remote for red lights after falling. They attempted to clear the error message and reprogram, but were unsuccessful. The patient underwent a revision procedure. There were no patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 4101 serial number: (B)(6) model/catalog description: f15 unique identifier (UDI) #: (B)(4). Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device; however, the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "device - message - error codes displayed on cp", "leads - impedance issue" and "remote - message - error codes displayed on rc" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the patient previously mentioned a red light on their remote and had been experiencing inadequate stimulation. The patient noted a change in symptoms back to baseline. Upon connecting the clinician programmer, open impedances were visualized. The patient noted that their device had been off for over a month. The patient fell 6-7 weeks prior, but did not investigate the remote for red lights after falling. They attempted to clear the error message and reprogram, but were unsuccessful. The patient underwent a revision procedure. There were no patient complications.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket / 510(k) # (g4): additional premarket / 510(k) # p190006. UDI for concominent device: (B)(4), (B)(6).